Manufacturer narrative:
Based on technician statement water has been found in the gas module of connected ventilator. Dust filter was cleaned properly. The issue has been resolved and the device has been returned to use in good working condition. The compressor¿s dust filter, made of a synthetic material, is mounted on the rear panel of the unit. The purpose of this filter is to clean the cooling air forced through the unit by the radial fan and the two fans in the compressor. The unit should be cleaned at least every 200 hours of operation or once a week when in continuous use. If the compressor is used in a dusty environment the dust filters must be cleaned daily. The recommended methods are detailed described in manuals and indicates that the dust filters may be rinsed in water and the user should check if the filters are free of excess water before returning them to the compressor. The user has been informed, that the dust filter should be cleaned regularly to avoid similar scenario in the future. Water in the air gas module may damage the air gas module. The cause of the issue was related to dust filter. This event occurred on the chinese market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided in initial report: d4 serial # and h4 device manufacture date, correspond to device involved in the event, which is "compressor mini 230v¿.

Event description:
It was reported that the compressor malfunctioned due to excessive dust accumulation caused by the dust filter. There was no patient harm. Manufacturer's ref. #: (B)(4).